Manufacturer narrative:
Intuitive followed up and obtained the following additional information. The broken/loose cable was black. Surgical staff did not observe arcing. There were no signs of thermal damage. No image or video recording are available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, maryland bipolar forceps (mbf) conductor wire was found broken. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis investigations replicated/confirmed the customer reported complaint "broken conductor wire (black)". The maryland bipolar forceps instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable/wire breaking/damaging. Probable root cause of damaged insulation conductor is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.